Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/11/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component codes: g04113, g0405215. Additional h3 investigation summary: the product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code j774d was received for evaluation, the swage and attachment area of the needle was noted to be as expected. The strands were broken in multiples pieces due to the suture has begun with the process of degradation. The product code j774d contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and functional test cannot be performed due to sample condition. The foil was inspected and multiples holes in the cavity and excessive wrinkles were noted. This condition contributed to the degradation of the suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mkk028 /j774z05, and no non-conformances related to the reported complaint condition were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: what do you mean by suture had been worn so suturing could be done, do you mean: did the suture break during the procedure? Was this only a surface related issue for the suture and suture did not break? What was used to complete the procedure? What tissue was being approximated or sutured when it broke? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown otolaryngology head and neck surgery on (B)(6) 2020 and suture was used. During the procedure, it was found that the suture had been worn, so no suturing could be done. There were no adverse consequences to the patient. No additional information was provided.